Event description:
It was reported that this right ventricular (rv) lead exhibited increase in shock impedance measurements, measuring from 95 ohms to 156 ohms. The increase in shock impedances was noted since 2020 to 2021. Subsequently, this lead was explanted. No additional adverse patient effects were reported.